Event description:
A customer reported a discrepancy between the displayed and actual time on their pump, which was greater than five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and date, informed them that the incorrect date should not affect insulin delivery but could affect uploads and reports, and advised monitoring for any future discrepancies. The customer understood and acknowledged the advice provided.